Event description:
Target was notified that during a procedure the "idc" coil could not be advanced through the microcatheter, which was removed with the coil broken. The pt did not require any add'l intervention as a result of this event, and was reported in good condition after the procedure.